Event description:
It was reported to philips that the device had been dropped resulting in damage to multiple parts. There was no reported patient or user involvement and no adverse patient/user impact.